Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd insyte¿ autoguard¿ shielded IV catheter the catheter did not retract after retract button was pushed. Device user had to push it against the sharps container for it to retract inward so there would be no further injury. There was no report of injury or medical intervention.

Manufacturer narrative:
Correction: FDA notified? Yes. FDA notified?: the initial reporter also notified the FDA on via medwatch # (B)(4). Investigation results: DHR review was performed on the lot number 7212809. The lot number was built on (B)(4), from august 6, 2017 thru august 12, 2017. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received three used iag 20ga units in opened packages and paper top web from the lot number 7069867. The units consisted of the retracted needle/safety barrel assemblies. The catheter/adapter assemblies were not returned for evaluation. Visual/microscopic examination: the needles were retracted fully into the safety barrels and the white buttons were depressed. The needles were repositioned to the out position; there was no mechanical/physical damage to the springs or needle hub or grip. There was no evidence of adhesive on the button, grip or hub. Functional test (needle retraction) was performed: performed the hub twist test then depressed the button. The retraction was successful, no delayed reaction was observed. Conclusions: the defect needle retraction failure; as stated as the reported code was not confirmed with the returned unit. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. A formal corrective action will not be initiated at this time. A manufacturing related root cause could not be identified. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.